Manufacturer narrative:
A complete lead was returned in two pieces. The damage found were consistent with procedural damage. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely with a high voltage lead impedance issue on the right ventricular lead. The lead had a high out of range defibrillation impedance value. The defibrillator portion of the lead was programmed off.

Event description:
New information received on (B)(6) 2018, indicates that the patient presented for a right ventricular lead explant and replacement on (B)(6) 2018. The patient was stable throughout the procedure.